Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -what is the current status of the patient? The patient healed within normal limits after skin incision was repaired. -was there a rupture of the suture or of the knots ? The suture was snapped. There was a knot in the cranial portion, then a 1.5cm area of open incision with no visible suture. The caudal portion of the incision was intact. - please provide the source or name of person providing answers to follow-up questions: (B)(6) (please refer to the attached email), (B)(6)

Event description:
It was reported an animal underwent a spay veterinary procedure on (B)(6) 2026 and suture was used. Post-op, it was reported by the healthcare professional that during spay procedure, incision dehiscence occurred. Device is not available for return. Additional information was requested.